Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with a1 identifier 200175984 is aviva system 1.

Event description:
Caller reported blood glucose results of 150 mg/dl on aviva system 1, 220 mg/dl and 440 mg/dl on aviva system 2 within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.